Manufacturer narrative:
The customer¿s experience of a pca dose not delivered was not confirmed. The event was reported to have occurred at 0130 on (B)(6) 2018, however the returned log does not have any entries for that date. The log stops at 10:42 pm on (B)(6) 2018 and starts again on (B)(6) 2018. The pca event log review shows pca s/n (B)(4) was programmed to infuse a pca dose + continuous infusion at 3:23 pm on (B)(6) 2018. Each pca request delivered 2.5ml at 250ml/hr and the continuous rate was 0.2ml/hr. The infusion ran until 10:42 pm on (B)(6) 2018 when the device was channeled off. There were 15 pca dose requests delivered and 51 requests not delivered either due to the lockout interval or the max limit. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involved.

Event description:
The customer reported that a pca dose was not delivered and the module alarmed for ¿max dose¿ even though the pca pendant was lit indicating a pca dose was available. The fentanyl pca dose + continuous parameters were for a loading dose of 25 mcg, pca dose 50 mcg, lockout of 8 minutes, continuous rate of 2 mcg/hr and a 4 hour limit of 300 mcg. There was no report of patient harm.